Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: customer returned (13) open 4 mm, 32 g pen needles without the tear drop label. Customer states that there is no insulin flow when priming. All returned pen needles were examined and 10 out of 13 samples exhibited a bent non patient end of the cannula. All 3 remaining samples exhibited a broken non patient end of the cannula. Both of these issue could prevent insulin from flowing properly through the cannula. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Investigation: based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (bent and broken non patient end of the cannula). Root cause: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen.

Event description:
It was reported by the consumer that the bd ultra-fine¿ nano¿ pen needles 4 mm (5/32¿) 32 g was unable or difficult to prime as stated "no insulin flowed when priming." This occurred on 3-4 instances. The following information was provided by the initial reporter: "consumer reported no insulin flow when priming. Stated, she's only priming 1 unit. Stated, sometimes it takes trying 3 or 4 pe needles before she finds one that will work."